Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set tubing cracked while changing the syringe. The following information was provided by the initial reporter: "I had the microbore tubing crack when changing syringes. I have received notice from 6 providers so far that they have had this issue. I don't think it is a particular lot # since it has happened to multiple people at different times. I think it is a weakness in the plastic."

Manufacturer narrative:
Investigation summary: four samples of item # me2010, 1 in an opened package and 3 in unopened packages, and one 50ml needless syringe were provided by the customer for quality investigation. The customer complaint of the tubing defective/damaged - cracked was verified on the opened sample received. A crack on the female luer adapter body is clearly visible upon visual inspection. Evaluation of the unopened samples was conducted by connecting the female luer adapter to the provided 50ml syringe. The connection was made hand tight and water was run through the sample to make sure the connection was free from leakage. All three samples from the unopened samples did not show signs of leakage at the luer connection and the female luer adapter did not crack. A device history record review for model me2010 lot number 21095576 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 21sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that chemical substances and excessive force can cause the female luer adapter to crack. In previous investigations with similar issues, the female luer adapter can crack if excessive force is used to connect the luer adapter. Additionally, if antiseptics are used to disinfect the female luer adapter before the connection, and not allowed to dry, it can weaken the integrity of the female luer adapter body, making it easier to crack during connection.

Event description:
It was reported that the bd maxguard¿ extension set tubing cracked while changing the syringe. The following information was provided by the initial reporter: "I had the microbore tubing crack when changing syringes. I have received notice from 6 providers so far that they have had this issue. I don't think it is a particular lot # since it has happened to multiple people at different times. I think it is a weakness in the plastic."

Event description:
It was reported that the bd maxguard¿ extension set tubing cracked while changing the syringe. The following information was provided by the initial reporter: "I had the microbore tubing crack when changing syringes... I have received notice from 6 providers so far that they have had this issue. I don't think it is a particular lot # since it has happened to multiple people at different times. I think it is a weakness in the plastic."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.